Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while loading the cartridge with the syringe needle. A new syringe/needle was used and the load sequence was completed. Blood glucose was not impacted.